Manufacturer narrative:
The lot number was received by allergan on 08/13/2007, a device history report has been requested and a supplemental report will be submitted once received.

Event description:
The pt received an injection with juvederm ultra during a training session. Approximately four months after the date of treatment, the pt noted red non-healing superficial inflammatory ulcers at the injection sites. Topical steroid cream and oral antibiotics were prescribed for symptoms. The pt's symptoms have resolved. The pt had multiple skin tightening laser treatments and an intense pulsed light treatment. These treatments, which were given after the juvederm ultra injections and prior to the appearance of the pt's adverse symptoms were thought to have possibly contributed to the inflammatory response.